Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. Visual inspection was performed and no broken or damage cables were observed. Additional observations not reported by site were also identified: the maryland bipolar forceps instrument was found to have the conductor wire dislodged from the connector at back end when the housing was removed. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The dislodged conductor wire was placed back into the connector and the instrument passed electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. No damage to the conductor wire insulation was observed.

Event description:
It was reported that, the maryland bipolar forceps instrument clamp cable was broken. There was no report of patient involvement.